Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: (B)(4). Model: db-2202-45 serial: (B)(4). Batch: 7076469.

Event description:
It was reported that during a programming session for a patient implanted with a dbs deep brain stimulator, the physician was not able to capture any efficacy for the patient nor provoke any side effects. The physician ordered a CT scan. The scan showed that the patients left brain lead had somehow been pulled back close to 1 cm from its original position and no longer near the intended target. The patient later underwent a revision procedure wherein the neurosurgeon repositioned the lead by advancing it by 8mm. The neurosurgeon confirmed through intra-operative imaging and testing that the placement of the lead was successful. The patients stimulation was initiated post procedure and successfully achieved good tremor reduction with no side effects. It is unknown as to which one of the two serial numbers belong to the left side brain lead that was revised.